Manufacturer narrative:
Batch review performed on 30-july-2019. Lot 152646: (B)(4) items manufactured and released on 11-sept-2015. Expiration date: 2020-08-19. To date, all items of the same lot have been already sold without any other similar reported event. Clinical evaluation. Revision of the acetabular component performed 3 years and 3 months after primary cementless total hip arthroplasty in a patient affected by lower limb abnormalities. The choice of cup size and inclination were probably suggested by the patient anatomy that cannot be assessed not having a preoperative x-ray.

Event description:
The surgeon believed that the primary cup was oversized and too inclined. In fact the patient felt pain and had abnormal anatomy/gait. Cup, liner and ball head were revised 3 years and 4 month and a half after primary. The surgery was completed successfully.